Manufacturer narrative:
(B)(4) - non-union. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on a user facility report that the patient underwent an anterior cervical discectomy c4-c5, c5-c6, c6-c7. It was noted that the patient presented to the surgeon with right lower extremity numbness and tingling. Evaluation and workup revealed incomplete bone fusion from prior surgery. Approximately 90 months post-op the patient was taken to or for removal of entire c4-c7 anterior plate construct and insertion of new anterior cervical plate construct at c4-c5; new anterior cervical plate construct at c6-c7. The surgeon documented protruding herniating broken c4 screw and bilateral broken screw head, c4 body construct. The patient tolerated procedure well and was transferred to the surgical unit and was discharged 5 days later. No additional patient complications.